Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred while customer attempted to deliver a bolus. Customer's blood glucose level was 370 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer to ensure back up therapy was obtained; however no response from the customer was received.